Event description:
It was reported that during a procedure to implant a new patient with an implantable neurostimulator (ins), there was a device failure and impedance values of greater than 4000 ohms were found on a majority of electrode pairs. The lead was removed, wiped 5 to 6 times, and replaced. Neither step affected the impedance values. The ins was replaced and impedances were normal. The patient recovered and there was no harm to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0j8cl, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy260664h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.